Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking pneumo throughout the procedure. The device on the seventh firing, which was the last clip fired on the cystic duct, locked onto the vessel. The device was removed by pushing the trigger forward with no tissue damaged. The same devices were used to complete the procedure. No adverse consequences reported.